Event description:
The device was returned for service. During testing, depleted main batteries were found. The facility representative stated that no patient incidents were reported on this pump since the last baxter service event.